Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump date and time was inaccurate. Customer stated they did not recall changing the pump time and date. Tandem technical support guided the customer through adjusting the time and date. Customer's blood glucose level was in the "mid 200 mg/dl" range. Customer delivered a bolus to stabilize blood glucose levels.